Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, the two (2) titanium locking screw inserted distally created fracture resulting in nail distal penetration of humerus posterior wall. Drill bit was broken during plating portion. The two pieces were both removed. There was 90 minutes surgical delay. The procedure was successfully completed. The patient outcome was unknown. Concomitant devices reported: multiloc humeral nail (part# 04.019.270s, lot# l743741, quantity 1). Titanium locking screw (part# 04.005.434, lot# unknown, quantity 2) . This complaint involves three (3) devices. This report is for (1) 2.5mm drill bit/qc/gold/110mm. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Additional product code: gff, gfa, hsz. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6-2.5mm drill bit/qc/gold/110mm (part# 310.25, qty# 1) was not returned for visual inspection. The images attached have been reviewed, complaint is confirmed. It can be observed that the drill bit is broken. The tip has broken off and is missing from the photos. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part/lot combination is not valid, and device is not being returned, therefore, DHR could not be completed. If the device is returned or lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.